Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (500 mcg/ml at 74.9 mcg/day) via an implantable infusion pump for intractable spasticity and multiple sclerosis (ms). It was reported that the empty pump alarm was occurring. The patient missed a refill appointment. The event date was noted to be (B)(6) 2018. On (B)(6) 2018 the low reservoir and empty reservoir alarms were occurring per the logs. The patient had some increased spasticity. Of note, the patient was due for a pump replacement "in the near future" with respect to the report date of (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2018. It was reported that no actions/interventions were taken to resolve the issue. The issue was considered resolved. They were unable to weigh the patient, so the weight was unknown. The pump was noted to be currently working. No further complications were reported.